Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement mobile field generator shipped to site (B)(4) 2015. Medtronic investigation of returned suspect device finds that when the emitter is connected to a test system it immediately displays red status and shows error "axiem emitter low drive error." Diagnostics shows a fault on coil #7. Electrical failure - red status/no tracking. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up, estimated 5 minutes of troubleshooting and 10 minutes of place shunt freehand, 15-20 minutes total delay in the procedure. No further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a procedure, and after successfully registering and opening patient for a slit ventricle shunt placement procedure, the emitter status went red. In trouble-shooting, emitter details were checked, both box and emitter were red. Unplugged emitter and box went to green. Confirmed 1 flt in em interface. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided. Patient weight not available from the site. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. No further issues reported. Correction: device evaluated to manufacturer? Was inadvertently not selected, suspect device was returned to the manufacturer for analysis on 06/29/2015 and findings were reported on initial report. As previously reported the mobile field generator was replaced on site to resolve the issue.